Manufacturer narrative:
(B)(4).

Event description:
As of the date of the report, the system was implanted for 18 months. The exact implant date was unknown by the reporter. For the last 6 months, the treatment was "not efficient." The pump delivered naropin. On (B)(6) 2011, fluoroscopy was performed and revealed the distal part of the catheter was separated. During surgery on (B)(6) 2011, the healthcare professional "had no access" to the distal/cut portion of catheter; it remained in the patient. The distal catheter was replaced and connected directly to the old connection using a (B)(4) kit. The patient outcome was reported as "ok."